Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. To date, the patient is doing fine. The crown was re-cemented with a different product, without further incident. The product was received in a condition which made analysis impossible; therefore, a retain sample was tested, yielding results within specification. A DHR review revealed that there were no deviation from the manufacturing process.

Event description:
A doctor alleged that one (1) patient had to have his crown cut off after placement with the maxcem elite clear, because it had set up too quickly.